Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted when the asymptomatic, dependent patient presented for an unrelated device change-out due to advisory. The patient remained stable before, during, and after the procedure and will continue to be monitored.